Event description:
Two locking screws backed out of a liss plate implanted for a distal femoral osteotomy. During revision surgery, the liss plate and screws were removed and an angle blade plate was implanted.